Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a safety needle. The customer reports the safety device did not lock after the safety glide was engaged and resulted in a needle stick. The employee received care according to the hospital protocol through employee occupational health services.